Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to address bg. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.